Event description:
The facility representative reported a flo-gard infusion pump in which the door lock is broken and does not close properly. It is unknown when this event occurred; however, it was reported to have occurred in the medicine area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which the door lock is broken and does not close properly was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined, as the pump was returned unrepaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.